Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26; serial/lot #: (B)(6); ubd: 28-feb-2028; UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, upon removal of the delivery catheter system (dcs), the nose cone caught on the paddle of the valve, resulting in dislodgement into the ascending aorta. The valve was subsequently snared, and it was decided that a second valve would be implanted valve-in-valve due to the inability for natural anchoring of the dislodged valve in its new position. Following loading of the second valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22 millimeter (mm) balloon. The valve was subsequently snared into the sinotubular junction (stj). It was noted that passage of the second dcs was difficult due to the positioning of the first valve, so a non-medtronic balloon catheter was used with a "dog-bone" technique to allow for passage of the dcs. Upon deployment of the second valve, the first valve moved upward, so a snare and a non-medtronic balloon catheter were utilized to re-position the first valve. The second valve was ultimately implanted valve-in-valve successfully, however paravalvular leak (pvl) of unspecified severity was present, so a post-implant bav was performed with a 22 mm balloon.